Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: (B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of an interlink buretrol solution set separated from the bottom of the burette. This occurred during priming. The reporter stated that the components did not appear to be properly bonded. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A companion sample was received and evaluated. A visual inspection, pull testing and functional testing were performed. The set was spiked into a 1000 ml solution bag of distilled water. The set was primed and was found to flow normally. No malfunctions or defects were identified during the evaluation of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.